Event description:
It was reported that during the implant procedure, the helix of the lead would not "whirl out" and the threshold measurement was high. The physician requested a different lead which the physician then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the distal and proximal conductors were distorted. There was blood in/on the helix/lobe mechanism.